Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the tip of the drill bit broke off and detached from the shaft. The surgeon managed to remove it from the bone quickly. No adverse effect observed. Immediate removal of the foreign body lodged in the bone by the surgeon. The procedure was completed with the backup products.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool was fractured just below the head. The tool head was coated in biodebris, and the stem was discolored on either side of the fracture. The likely cause of the failure is the user applied more pressure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the tip of the drill bit broke off and detached from the shaft. The surgeon managed to remove it from the bone quickly. No adverse effect observed. Immediate removal of the foreign body lodged in the bone by the surgeon. The procedure was completed with the backup products.